Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an explantation of an intraocular lens due to residual cylinder. The patient reported blurry vision. Additional information has been requested however, no further information has been received.